Event description:
Unable to monitor pt admitted to sicu for a prolonged period (1 hour). Monitor, pt cable, and electrodes changed. After locating other brand of EKG electrodes, the unit was able to monitor the pt.